Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by customer that they confirmed silicone oil presence associated with the supplied component lot. Rcc received a complaint via email. Dmr # (B)(4) po #: (B)(4) defect material description: syringe tray, 20ml bd 10pk (ref. 305617) lot number: 5195502, 5181420, item code: 305617, defective quantity: 2 , defect description: this dmr is initiated to formally notify the syringe supplier of confirmed (B)(4) with the supplied component lot, identified during internal quality investigation. Although no particulate matter was confirmed by ftir analysis or qc visual assessment, the investigation concluded the observed defect was silicone oil. We wish to request for silicon oil addition specification and the safety justification report/data (medical grade/ inert, biocompatible, etc) observed date: (B)(6) 2026 observed during which process stage: ilp ir/ dmi number if launched: (B)(4) sample availability for supplier to investigate: no is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No, if defect has been reported to third party? No , if the defect report from quva customer? No , is there a trend observed? No , supplier action awareness/ attention

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.